Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that 12 hours following a wallflex enteral duodenal stent placement procedure, the patient expired. The patient presented for treatment with a gastric outlet obstruction (goo) due to a large mass compressing the duodenum. It was reported that the patient's comorbidities gave him a life expectancy of four weeks. The patient had refused surgery to relieve the goo, but had agreed to an endoscopic procedure as a palliative measure. The physician placed the wallflex enteral duodenal stent to relieve the pressure on the patient's duodenum. Following the procedure, the patient's stomach continued to be distended. The patient's family refused further medical intervention and the patient expired. The physician believes the patient experienced a perforation during the procedure; however, there were no indication of a perforation during the procedure.